Event description:
It was reported that the lead exhibited <200 ohms bipolar atrial impedance and noise as seen on an iegm. The patient had a history of atrial fibrillation and the device had been programmed to vvi. The device will remain in vvi unless the patient becomes symptomatic.